Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to do exposure due to the error message. Analysis of the system log file confirmed that the system had x-ray generator errors. During troubleshooting, the fse found that the flow switch on the cooling unit was defective. The fse replaced the cooling unit for certeray and filled it. After replacement of the cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not product x-ray. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the cooling unit for the certeray and returned the device to use in good working order.